Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient received multiple shocks from their right ventricular lead due to over-sensing. The lead was capped and replaced on jan 18, 2023. The patient was stable.